Manufacturer narrative:
The investigation limb ischemia and stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 outcomes attributed to adverse event; required intervention to prevent permanent impairment/damage missing on manufacturer device report 1220648-2024-20782. H6 code 4625, 4642, and 4614 were reported incorrectly on manufacturer device report 1220648-2024-20782.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The us complainant had a patient admitted in with multiple cardiac comorbidities. The team placed cp-extra corporeal membrane oxygenation support for the patient despite small vessels. The team placed perfusion due to ischemia and limb pulse loss. Additionally, there was an observation made during the support of a cerebrovascular accident (cva). The stroke was noted to be small and whether acute or subacute was not known. Age of cva remains unknown. The patient survived the event.